Manufacturer narrative:
Follow up with customer's father indicates that customer has not received any add'l altitude alarms. No product returning for eval. Should new info become available, a follow up report will be submitted.

Event description:
Received info stating customer received an altitude alarm. There was no reported impact to customer's blood glucose level.